Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller was meeting with the patient (pt) in the clinic, and the pt was alleging that for a little while their ins was depleting in 3 hours time from fully charged to depleted. Impedance results indicate one electrode is high but this electrode is not being used in programming. Pt using settings: 2 programs, 8 and 3.9ma, 300us and 100hz. There is no stim use data as pt didn't use stim in last 30 days because their ins was depleting so fast. Recharge data indicates the following recharge sessions: march 7, 70 to 100%, excellent quality; feb 25, 40 to 100%, excellent quality, feb 5, 10 to 100%, excellent; jan 2, 10 to 100%, excellent and oct 30 (tss didn't get the details from this session). Estimated energy use today is 3 days per caller. Pt is getting good therapy when they use it. Technical services (tss) reviewed having pt document their experience via a diary or images since the current data do not support rapid ins depletion. No symptoms were reported.

Event description:
Rep reported that the cause was not determined. The high impedance were observed after the day of surgery. A note from (B)(6) 2020 is first report of impedance issue. Patient to log battery life and report back. The issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.